Event description:
It was reported that (1) er320 was used during an esophagogastrectomy procedure. It was reported by the affiliate that the staples fell out of the jaw. Several staples stayed in the jaw overlapped. Opened another device to complete the case. There was no consequence to pt.